Event description:
It was reported that sterility was compromised. Five model-5f impulse fl4 (5pk) were selected for use. During unpacking, it was noted that part of the packaging of the catheters completely came apart upon trying to open them. The seal remained intact, but device sterility was compromised. There was no patient complication reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, photos were reviewed and showed back of the product pouch torn, wrinkled, and open. There was evidence that the pouch was sealed. The media confirmed the reported event, as the pouch packaging was damaged.

Event description:
It was reported that sterility was compromised. Five model-5f impulse fl4 (5pk) were selected for use. During unpacking, it was noted that part of the packaging of the catheters completely came apart upon trying to open them. The seal remained intact, but device sterility was compromised. There was no patient complication reported.